Event description:
User facility mandatory medwatch received that stated: "rn set pump to infuse pre-medication over 20 minutes per label. Pre-medication infused over 20 minutes but rn noted air in line in the cassette chamber at end of infusion. Rn then set pump to infuse avastin over 30 minutes per label. Pump alarmed "air in line" after 22 minutes and all avastin had already infused. Rn and pharmacist reviewed pump programming and verified it had been set correctly. Pump taken out of service." Upon further query the following info was provided that indicated, the pt received more medication than intended. At an unspecified time, the pump was programmed to deliver an unspecified concentration of avastin in 128 ml, at the rate of 256 ml/hr, for the duration of 30 minutes, and the delivery was started. No further programming parameters were provided. It was reported that after 22 minutes the pump alarmed for air in line. At that time, the nurse noted the medication container was empty. The pump was removed from clinical service. The physician was notified. Therapy was resumed using a replacement pump. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided. Add'l info from the user facility report: device usage problem: device malfunction -that is, the device did not do what it was supposed to do.

Manufacturer narrative:
User facility mandatory medwatch was received on (B)(4) 2010. The report number is (B)(4). The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).